Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unknown. The device investigation and complaint confirmation have not been completed because the device is unavailable. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse patient events as a result of this incident.